Event description:
It was reported that there was suspected early battery depletion. The reporter stated that the patient's device was at eol (end of life) with a battery voltage of 2.12 volts. Programming parameters for both the right and left sides were 60 microseconds, 130 hertz, and 2.7 volts. Patient symptoms included less than 50 percent therapy relief. It was reported that a replacement would be done in (B)(6) 2013. It was noted that the patient suffered no injury or adverse event. Additional information reported that based on the programming parameters, the longevity of the battery was 2.68 years. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the implantable neurostimulator (ins) was replaced. The physician felt that 2 of the set screws were not completely tight. Impedances with the new ins were within normal range. The patient outcome was reported as 'ok'. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7428 serial # (B)(4) determined that the battery did not meet its longevity estimate. There was no telemetry (no output) observed on the initial review findings when all electrodes were referenced to one electrode. It was noted that the battery was expanded. No anomalies were found on the device internal visual inspection. The hybrid output test results showed that the output matched the settings. The battery voltage was at 1.38 volts and was reported to be normal depletion of the ins battery. The ins longevity estimate for elective replacement indicator (eri) was 61.2 months and for end-of-service (eos) 64.4 months. However, this ins reached the eos at 20.7 months which indicated that the battery did not meet the longevity estimated for this device, with the cause of the premature depletion reported as unknown.

Manufacturer narrative:
(B)(4).